Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d4, d6a, d6b, h4, h6.

Event description:
Healthcare professional later reported "patient indicated mammogram led to deflation" and "valve delaminated from shell" and "plug strap separated". Device was explanted.

Event description:
Healthcare professional later reported "patient indicated mammogram led to deflation" and "valve delaminated from shell" and "plug strap separated". Device was explanted. Upon further review, the event of deflation was secondary to mammogram. The event is not device related and is no longer a reportable event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6a, h6. H11 clarification to d6a - partial implant date 2009 is before the device's mfg date.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: delamination of the diaphragm valve assessed as adhesive failure. Deflation: observed opening device assessed as surgical damage. Deformation: not observed. Plug strap separated: not observed. As per the investigation procedure crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported left-side "deflation". Healthcare professional later reported "patient indicated mammogram led to deflation" and "valve delaminated from shell" and "plug strap separated". Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported left-side "deflation". Device remains implanted.